Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the first of two reports (same pt, same incident, different product ids). This report is regards to the cam02 monitor. The hospital has since replaced the cable but the cam02 unit has not worked correctly. The cam02 failed during use on a pt. It was reported that the monitor won't alarm, it reads abnormal intracranial pressure (icp), and it reads icp greater than 30 outside of the head after it is zeroed. There was no pt injury. Surgery delay was unk. Additional information has been requested.